Event description:
A psr contacted zoll customer support to report that she was attempting to fit a patient and both of her electrode belts had bent pins. The psr was provided with replacement electrode belts. The patient was fitted with one of the replacement belts.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belts sn (B)(4) and sn (B)(4) has been completed. The reported problem (equipment problem during patient set-up / bent pins) has been confirmed. Upon evaluation, of the electrode belts the pins in the electrode belts' trunk cable connector were bent in a swirl pattern. The cause for the bent pins cannot be positively identified as the psr reported receiving the electrode belts in the damaged state. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt. Device manufacture date: sn (B)(4): 02/2009.